Event description:
The doctor reported that one of his lasik pts presented at the two day post-op with dlk in one eye. A lift and rinse was performed and the pt is currently being treated with oral and topical steroids. The pt does not have any loss of bcva and the dlk is reported as resolving.

Manufacturer narrative:
(B)(4). Service on the equipment was not requested by the clinic for this issue. The amo (B)(4) discussed the pt treatment plan and reviewed the doctor's procedure for possible causes of the dlk. It was discovered that the surgeon was using a glove type that has been linked to dlk in other cases. The doctor was provided with an article reporting this connection. In addition, the autoclave protocol was not being followed completely. The doctor indicated that he will make the recommended changes.